Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that moisture was observed inside the sterile packaging of the device. The issue was identified at the hospital when inspecting on-hand inventory, and replacement product was requested from the representative. There was no patient involvement. Attempts have been made and no further information has been provided.